Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a code the device failed to power up using battery power. The involved pt died, but the hospital biomed stated there was no report of device being the cause.